Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had wound that had not healed and device was protruding at the site of the ipg. There is no sign of infection. Patient underwent surgical intervention to remove and replace the ipg and the pocket was relocated. Surgical intervention has resolved the patient's issue.